Event description:
It was reported that implantation of an impella 5.5 could not be completed despite attempting with an alternative wire and using propofol on cannula to assist with insertion due to the patient's anatomy. The implant was aborted. No patient harm was reported.

Manufacturer narrative:
A4 and a5, race, are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. The root cause of delivery issue is determined to be patient condition because of severe stenosis of subclavian artery causing resistance for advancement of impella despite using alternat wire. Contrast revealed that subclavian artery cannot accommodate impella 5.5 and insertion was aborted d6a and d6b was inadvertently omitted on the initial manufacturer device report number.